Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced difficulty reading, and her vision was impaired due to not feeling well. She became dizzy and was unable to see the screen of her phone at the time, and due to that it was not known what the cgm reading during specific times of the event. Prior to the event, the patient had undergone medical procedures to address issues related to abdominal pain, which may have contributed to her weakened state. During this event, she was moaning, which alerted someone nearby. The individual heard her distress and promptly called for an ambulance. When a fingerstick was taken at the hospital, it was 66.0 mmol/l. At the hospital the patient was treated with insulin (route unknown) and discharged after spending 3 days at the hospital. There was no information of further medical evaluation or intervention. At the time of the report the patient was stable. At an unknown time during the event the cgm reading was high, but it was unknown how this was related to the hyperglycemic event, as during the time the patient experienced the hyperglycemia, she was unable to read the cgm readings. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.